Event description:
The customer reported that the ortho provue misread a sample barcode ID numbers. Sample misidentification may lead to the reporting of erroneous test results.

Manufacturer narrative:
An ocd field engineer arrived at the customer site and found that the sample camera was shaking, the gripper pin was blocked and the illumination splitter was bent. The fe performed preventive maintenance, installed mod 20, replaced and adjusted the necessary components to return the instrument to expected operation. This customer has not logged any complaints against this analyzer since this incident. Incident is isolated.